Event description:
It was reported an error message occurred upon start up. The epg (external pulse generator) was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main board was out of specification. It was also noted that the hanger assembly had a broken spring, the display wires were pinched, the encoder nuts were not torqued to specification and five case screws were contaminated. (B)(4).

Manufacturer narrative:
Further analysis was performed on the main printed circuit board. Visual inspection revealed no anomalies. Bench analysis found that after replacing the eeprom, the device powered up normally and all functional tests passed. Conclusion: corrupt eeprom.